Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The clips remain in patient. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The patient deaths reported are filed under another medwatch report number article: acute kidney injury after mitraclip implantation in patients with severe mitral regurgitation.

Event description:
This is filed to report the serious injuries. It was reported through a research article identifying the mitraclip device that may be related to the following patient effects: patient deaths, acute kidney failure, medical intervention/re-do mitraclip procedure, and hospitalization. Details are listed in the article, titled ¿acute kidney injury after mitraclip implantation in patients with severe mitral regurgitation."

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and similar complaint reviews could not be performed as the part and lot information regarding the complaint devices were not provided. The reported patient effect of renal failure, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported acute kidney failure cannot be determined. The reported additional mitraclip procedures and hospitalizations are the results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.